Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. Gambro has identified a lot number of a bicart product shipped to this customer prior to this event. No nonconformity has been identified in the device history record for this lot number.

Event description:
Over the course of two weeks, a pt in (B)(6) who began dialysis therapy in (B)(6) 2012, experienced several episodes, similar to that of pt reactions to the therapy. The episodes occurred within fifteen minutes of beginning the dialysis treatment. There were several different manufacturers' dialysis machines and disposables used in the events. There were five dialysis sessions during this time in which the pt was asymptomatic without any symptoms. There were no other reported pt events at these facilities. During the event which is the subject of this report, the pt had a cardiopulmonary arrest fifteen minutes into treatment. The pt was successfully resuscitated and admitted to the medical intensive care unit. The pt was hospitalized for three days and expired. The cause of death is unk. The pt had an extensive cardiac history that included aortic stenosis with valve replacement, 3 pacemaker implants, atrial ablation, and cardioversion for atrial arrhythmias. The pt was taking several medications and did not have known allergies.